Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed, and both confirmed the reported issue. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were both replaced to address the erroneous alarms.

Event description:
It was reported that motor service was due and further testing at the investigation site revealed priming difficulties as the device randomly triggered upstream and downstream occlusion alarms. The device was returned for evaluation, and it was confirmed that the pump randomly alarms downstream and upstream occlusion due to a faulty downstream occlusion sensor and upstream occlusion sensor.